Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found the device to be in good physical condition. The pump underwent three separate delivery accuracy tests, as well as motor current testing. At least one test was found to be outside of manufacturer's specifications. The customer's complaint was verified. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing. However, the expulsor was trimmed and the motor replaced.

Event description:
Information was received that a smiths medical infusion pump was under infusing due to the motor dragging. No patient injury.